Event description:
It was reported that syringe 50ml ll had foreign mater. The following information was provided by the initial reporter: customer has observed excessive amounts of gel like substance in the syringe before use/moving plunger. Some of the syringes you can see a slight excess of the gel like substance even without removing the syringe from packaging but after moving the plunger it is very clear excess of a gel like substance.

Manufacturer narrative:
H.6. Investigation: no physical samples that display the reported condition have been received, however, photos were provided for evaluation. Upon visual inspection of the photos, one syringe has droplets with what appears to be silicone, the other syringe do not present any visible defect. Ten retained samples from the same lot were evaluated, no visible defects can be observed and visual quantity of silicone do not seems excessive in any of them. A device history review was performed for reported lot 2105104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. H3 other text : see h.10.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign mater. The following information was provided by the initial reporter: customer has observed excessive amounts of gel like substance in the syringe before use/moving plunger. Some of the syringes you can see a slight excess of the gel like substance even without removing the syringe from packaging but after moving the plunger it is very clear excess of a gel like substance.